Manufacturer narrative:
Other, other text: device evaluation: the device/sample was returned for investigation. The device was visually inspected, and the blue clip is missing. There were no other discrepancies detected. A functional test was performed, and the reported failure was confirmed. The root cause of the reported failure can be attributed to inadequate process controls for tube arch height and tube placement which have allowed pump tubes on cadd disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery. A DHR review was not performed.

Event description:
1information was received indicating that this smiths medical cadd administration sets experienced under delivery. It was reported that a clinical educator noticed the device under delivery in which the pump stated there was 0 ml left but approximately 50ml left. No patient injury reported.